Event description:
In the process of obtaining device tracing information, it was discovered that vns patient had passed away. The cause of death was reported as sudep. The patient's device had not yet been programmed to on. There is no evidence at this time that the ncp system caused or contributed to the reported event. Physician indicated that the hcp system was not related to the cause of death. Autopsy results are pending.